Event description:
The customer reported that the device pacing failed. There was no reported pt harm.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.